Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 60 (non-recoverable system error). Powered device off and back on and resumed therapy. Confirmed they selected continue current patient, but nurse noted the timing reset for patient therapy. They were concerned about using device due to alarm. Noted the system needed a hard reboot. If device alarm did not return upon power on, they were ok to proceed with therapy, but if that was more comfortable, could swap out to alternate device.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Powered device off and back on and resumed therapy. Confirmed they selected continue current patient, but nurse noted the timing reset for patient therapy. They were concerned about using device due to alarm. Noted the system needed a hard reboot. If device alarm did not return upon power on, they were ok to proceed with therapy, but if that was more comfortable, could swap out to alternate device. The instructions-for-use were found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 60 (non-recoverable system error). Powered device off and back on and resumed therapy. Confirmed they selected continue current patient, but nurse noted the timing reset for patient therapy. They were concerned about using device due to alarm. Noted the system needed a hard reboot. If device alarm did not return upon power on, they were ok to proceed with therapy, but if that was more comfortable, could swap out to alternate device.